Event description:
Customer reportedly obtained a result of 382mg/dl on the advantage system and 135mg/dl on professional meter within 10 minutes. No high blood glucose symptoms reported with these results. No actions taken based on device results. L1 control was run and out of range; l2 control was run and in range. No adverse event reported. Requested return of the suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: glyburide/metformin 2.5mg/500 - 10-15 years, hctz 25/triamterene 37.5mg - 10-15 years, lisinopril 20mg 1/2 tab in am - 10-15 years, omeprazole 20mg once daily - 10-15 years, potassium chloride 10meq/am - 10-15 years, rosiglitazone 8mg 1/2 tab/am - 10-15 years, simvastatin 40mg 1/2 tab /bed - 10-15 years, vardenafil 20mg 1/2 tab - 10-15 years, cymbalta 30mg once daily - 1 month, novolin 20cc every am - 10-15 years, humulin r sliding scale - 10-15 years.